Manufacturer narrative:
Follow-up # 1 date of submission 3/27/2017 device evaluation: the device has been returned and evaluated by product analysis on 3/07/2017 with the following findings: the black box and alarm history showed a cs 012 call service alarm. The cs 069 alarm during the rewind step of the investigation. The ¿call service alarm issue¿ was unable to be adequately investigated because of this alarm and an inability to run the 24 hour basal program. The pump was opened and there was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (cs 012) issue. It was reported that the pump emitted a cs 012 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.